Event description:
A conmed duraclip (lot # m180529231) was used during a colonoscopy. In the process of deploying the clip, a piece of metal from the tip appeared to fragment off into the pt. Attempts to retrieve the fragment from the pt's bowel were unsuccessful. Examination of the clip post deployment showed one side missing metal.